Event description:
Customer reports to have received a button error alarm. Customer's blood glucose was 52 mg/dl which was treated with food. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had no button response due to flatten esc and act button dome switches. No button error alarm noted. Also, the device was received with moisture damage on the keypad traces. No moisture damage found on the electronic, motor, vibrator and battery tube assembly. The unit was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).